Manufacturer narrative:
The electrode lot number was ddu77. The expiration date was requested, but not provided. The field service engineer (fse) found that the vacuum nozzle was loose, causing fluids to remain. The fse retightened the vacuum nozzle, proactively cleaned vacuum lines, and replaced ise seals. The fse then performed ise checks, calibration, and qc without alarms. No further issues were reported after the service visit. The investigation determined that the issue was hardware-related, and the service actions resolved the issue.

Event description:
There was an allegation of questionable high results for multiple patient samples tested with the sodium (na) electrode on a cobas pro ise analytical unit. The following 2 examples were provided: sample 1: the initial result was 151 mmol/l. The repeat result was 143 mmol/l on a different module. Sample 2: the initial result was 148mmol/l. The repeat result was 137 mmol/l on a different module. The questionable results were released but corrected right away. The test was repeated due to the delta checks in the customer's lis system. The repeat results were deemed correct.